Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four months ago the patient had contacted boston scientific technical service (ts) and stated he was experiencing a squeezing sensation in his chest at which time he was advised to seek medical attention. Two months later the patient called ts again with same complaint and a diagnosis of vertigo. At that time, the patient revealed that he had many other health issues including a hole in his heart. The patient also stated that he was sore and felt a burning sensation at the incision site. The patient was once again directed to seek medical attention. Currently, the patient stated he became dizzy and experienced syncope along with coordination and balance issues while working at his church. The patient also stated that he had been to the emergency room more than three times recently due to the same symptoms. The patient noted that every time he is in the emergency room his pacemaker check comes back with no anomalies. Ts advised the patient to contact his physician regarding the reoccurring symptoms.